Manufacturer narrative:
The log analysis showed that the potentiometer to adjust the oxygen concentration failed. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The proper function of the alarm has been verified during investigation. Evaluation of similar events showed that rare use of this knob resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported event. Dräger issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed about this action.

Event description:
It was reported: "on wednesday (B)(6), dr. ((B)(6)), near 5 pm hours, attended compromised patient of consciousness that he had intube and connect to the mechanical ventilation with a oxylog 3000. He ventilated with low attendance requirements, but precise parameters to achieve, given the condition of the patient. They moved the patient to scanner room and that site connected to the network oxygen the ventilator. Before leaving the patient alone in the room to the study, the apnea alarm of lifepack 15 monitor rang. Only luminc alarm. They saw that the ventilator was not cycling. The ventilator alarm didn't ring. The ventilator showed the fail of the picture attached. Following this, they ventilated the patient with ambu and the device returned to the emergency room, where (B)(6) (member of emergency team) turned off it and he did the usual tests that passed without inconvenience."